Event description:
Potential for injury associated with an xpo100b portable concentrator that shuts down when setting the unit past 2 liters. It is unknown if the unit alarmed prior to shutting down to alert the user to switch to an alternate source of oxygen. This is not a life-supporting device.